Manufacturer narrative:
The device was discarded, thus no investigation could be completed.

Event description:
A lead extraction procedure commenced to remove 4 leads: a right atrial (ra), a right ventricular (rv) and two left ventricular (lv) leads due to cied system/pocket infection. While using a spectranetics lead locking device (lld) for traction and a spectranetics 16f glidelight laser sheath to attempt extraction of the ra lead, the physician was lasing in the superior vena cava (svc) region near the right atrium when the patient''s blood pressure dropped. Rescue efforts began immediately, including a rescue balloon and sternotomy. An svc tear was discovered. During the sternotomy, the physician noticed an externalization of the ra lead and was sure that was the reason for the svc tear. Repair to the tear was successful and the patient survived the procedure. It was reported that all leads were removed during the procedure. This report captures the glidelight device in use when the svc tear occurred, requiring intervention. There was no alleged malfunction of any spectranetics devices in use during the procedure.